Manufacturer narrative:
A review of the manufacturing and inspection records for the provided lot was conducted. No deviations or non-conformances were found. Three samples were returned for review. The samples were reviewed by the complaint analyst along with a member of the sustaining engineering team. Visual inspection of two of the samples found the catheter to be filled with dried bodily fluids so they could not be leak tested. Functional testing of the remaining sample was conducted by the analyst and again by sustaining engineering and both tests could not duplicate the reported issue of leakage. Even though the reported issue could not be duplicated with the returned sample, sustaining engineering is investigating other possibilities that might contribute to the reported issue experienced by the customer. The data from this project will aid in determining the root cause and an appropriate corrective action to be taken.

Event description:
Reporter stated "two samples given to me. Both reported to be leaking where it connects to the clave. Concern for line infection. Both had to have piccs removed. Device was tested prior to use. A second device was required."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.